Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. During procedure, the physician noticed externalized conductors on the right ventricular lead. There were no indications of abnormal electrical functions. The physician elected to leave the lead in place. The patient was stable post procedure.